Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that interrogation of this device revealed fault codes (fc) 1004 and 1007. A boston scientific technical services consultant explained the meaning of each fc and informed the caller that the system should be explanted. The device and lead were removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the implantable cardioverter defibrillator (ICD) identified no anomalies. Review of device memory found a shorted lead fault (fault code 1004) was recorded on (B)(6) 2016 followed by a charge time exceeded fault (fault code 1007). An x-ray of the device revealed that the internal high voltage fuse was no longer intact. The damage to the fuse most likely occurred during delivery of a shock. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to declare elective replacement time (ert) because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.